Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of sensation plus 50cc balloon catheter there was blood in the helium tubing. There was no harm to the patient reported. Esp personnel advised customer to stop therapy, follow the appropriate steps for clamping, disconnecting and notifying the provider for prompt removal. Medical staff explained that they had notified all the providers before calling, and no one was concerned, preferring to continue therapy. Customer verified there was no blood in the helium tubing past the connector or close to the pump.